Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty hard drive. System operates as intended.

Event description:
It was reported that the system would not boot up. System operates as intended.